Event description:
Patient developed rash on their extremities the day after injection with bovine collagen in the face. There has been no local manifestation of symptoms at the injection sites. Patient was treated with im injection of triamcinolone.